Event description:
It was reported that the pt was taken to surgery for a pump implant. During the procedure, 15 cm of the catheter were sheared from the needle and presumed to be in the intrathecal space. The hcp did not attempt to retrieve the catheter segment. The surgery was aborted. No add'l info was provided regarding the event.